Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy set-up, customer reported that the thermogard ivtm system (serial # (B)(4)) was displaying various error codes and then blank screen. No patient involvement.